Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient is getting poor communication/no communication while trying to recharge. The patient stated she has attempted to start a charging session, but continues to see reposition antenna. The last time the patient charged was about a month ago due to non-compliance. The patient stated she doesn't use her therapy sometimes because she wants to see how she does without it. The patient stated, but then she realizes she is in pain and needs to use it again. The patient stated this time she consciously turned stimulation off and that's the last time she used her stimulation. The patient was not able to troubleshoot further due to not being able to find their programmer. The patient was redirected to healthcare provider (hcp) to address potential overdischarge. Additional information was received from the patient on july 20, 2018. It was reported that around mid to late (B)(6) 2018, they started noticing their ins charge was only lasting about 2 days even though they weren't using their therapy. It was also noted they had not been reprogrammed recently nor have they increased their parameters. When asked if the patient had previous overdischarge events, it was reported the ins had been in overdischarge before about a month prior to the report, and the patient had to go in and have the ins restarted. The patient had noticed the ins was not holding charge after it was restarted from the overdischarge state. It was reviewed how overdischarge may affect the ins capacity. They were redirected to the doctor to have the ins checked. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.